Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was in clinic, during normal follow-up, when episodes of non-sustained oversensing on hv lead were noted. Noise replication was unsuccessful. Programming changes and dft were suggested. Programming changes were declined. The patient will be monitored.